Event description:
It was reported that during a pt helicopter transfer flames appeared between the oxylog 3000 and the o2 tank. The paramedic reportedly closed all o2 tanks immediately and extinguished the fire with his hands and shoes. The pt was reportedly disconnected from the oxylog 3000 and was ventilated manually. A pt injury was not reported. The paramedic reported suffered second-degree burns in both hands.

Manufacturer narrative:
The investigation is still ongoing. The final investigation results will be sent within a f/u report.